Event description:
A customer reported cgm error 42 and conducted a pump reset before contacting technical support. Despite the error, there was no adverse impact to the customer¿s blood glucose level. The customer chose to use multiple daily injections (mdi) as a backup therapy and will switch to an active mobi device on the account after completing the necessary training.